Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The device was returned without an dispenser coil, introducer, torque device. Visual examination of the returned device, the guidewire distal nitinol section and hydrophilic coating along its length was examined and the coating was present on the guidewire. No anomalies were observed with the hydrophilic coating. The guidewire polytetrafluoroethylene (ptfe) coating was examined and it was discovered that the ptfe was peeled/scraped off on several places along its proximal approximately 150.0cm length (from its proximal end). The ptfe coating appeared to be scraped off of the guidewire with the torque device collet and/or the introducer. During functional testing, the returned guidewire was prepped per dfu and a demo excelsior sl-10 microcatheter was prepared per dfu. The synchro guidewire was loaded and advanced through the proximal end of a demo excelsior sl-10 microcatheter. The guidewire came out of the microcatheter distal end. There was no friction and/or resistance felt during the advancement. The guidewire was attached to a torque device and one to one torque was checked. The guidewire torque was smooth. Additionally, the ptfe coating test confirmed that the ptfe coating was adhered to the guidewire. Based on the investigation, the reported hydrophilic coating peeling was not confirmed since no anomalies were noted to the hydrophilic coating during device inspection. It is possible, the observed ptfe peeling was mis-interpreted as hydrophilic coating peeling. However, this could not be definitively determined. It is possible that the ptfe peeling was caused by the introducer and/or insecure tightening of the torque device collet. However, since neither of these accessory devices were returned for investigation, a definitive assessment could not be made. Based on the result of the investigation and information available the exact cause for the reported event cannot be determined.

Event description:
It was reported that prior to procedure, when the guidewire (subject device) was taken from the distribution hoop, the hydrophilic coating of the guidewire fell off. There was no patient¿s involvement.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that prior to procedure, when the guidewire (subject device) was taken from the distribution hoop, the hydrophilic coating of the guidewire fell off. There was no patient¿s involvement.